Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 was failed to stay closed. A field service engineer inspected the full-height drawer and found the magnet missing on the inseparable. Replaced the inseparable and ran hardware testing; all tests passed. Rebooted the station and had customer recover the inventory. The drawer was then functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was failed to stay closed and the sensor magnet had fallen off and needs to be replaced. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.